Manufacturer narrative:
Analysis confirmed a pinhole leak in the balloon shell causing fluid loss. The balloon shell damage is consistent with tool/instrument damage. The ams800 balloon was visually and microscopically inspected. There was a pinhole leak in the sphere that was the result of tool damage. The balloon was not functionally tested due to the pinhole. Analysis of the device confirmed the hole/perforation allegation.inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that an artificial urinary sphincter (aus) 61-70 cm pressure regulating balloon (prb) was tried but not implanted during an original surgery due to the physician found a hole in the device. No patient complications were reported in relation to this event. No more information is available at the moment, additional information will be provided as relevant information becomes available.

Event description:
It was reported that an artificial urinary sphincter (aus) 61-70 cm pressure regulating balloon (prb) was tried but not implanted during an original surgery due to the physician found a hole in the device. No patient complications were reported in relation to this event. No more information is available at the moment, additional information will be provided as relevant information becomes available.